Event description:
It was reported that the patient is deceased and died three days after system implant. The patient presented to the emergency department after a seizure and was noted to be in normal sinus rhythm. An elevated right ventricular (rv) threshold was seen at that time and a lead revision was planned. While revising the lead the patient coded. During resuscitation efforts it was noted that the rv was not moving. A pericardiocentesis was done and yielded two hundred to two hundred-eighty cubic centimeters of fluid. Ventricular fibrillation was observed and the patient received two external shocks resulting in asystole. There was no capture noted with the implanted system. Sensing and impedance measurements were stable and the rv lead was observed via fluoroscopy to have the helix extended and fixed in the mid-septum. A temporary pacing lead was placed and attached to an external pulse generator. Per the physician in attendance, the cause of death is listed as respiratory arrest due to elevated dilantin levels or narcotics administration.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Respiratory arrest due to elevated dilantin levels or narcotics administration. Additional information: two of the four products were returned to the manufacturer ((B)(4)); evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked and buckled; the outer insulation had a breached cut. The lead was stretched and the helix/lobe was distorted/bent; there was blood in/on the helix/lobe mechanism. The lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.